Manufacturer narrative:
The customer has been contacted multiple times about the glidescope return/replacement, but there has been no response. On (B)(4) 2013 safety alert notice (B)(4) was also issued to all customers to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. Verathon also contacted the customer on (B)(6) 2013 for acknowledgement of the safety alert.

Event description:
The blade tip chipped off, leaving a rough edge. This was discovered during an inspection of the device by the biomedical technician; no pt was affected.